Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization. The definitive etiology of the serious adverse events is unknown; therefore, causality could not be established. However, during follow-up the patient confirmed he has been discharged and is utilizing the same liberty select cycler without reported issue. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum). It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunction or deficiency, caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for approximately 5 days and was diagnosed with peritonitis. Follow-up with the patient revealed the patient was discharged and resumed utilizing the same liberty select cycler without any reported issues. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, medication records, patient demographics, causality) were unsuccessful.